Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In previous report section b5 was mentioned incorrectly, correct b5 should be - the patient alleged dizziness, nausea, sinus or nasal issues headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found white unknown dust like contamination and hairs at the air input of the blower box, black contamination consistent with keratin at the air outlet of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes contamination found were consistent with white unknown dust like contamination and hairs and black contamination consistent with keratin on the blower box. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.